Event description:
It was reported that during an endoscopic choanal atresia repair, two burs kept jamming with pieces of bone. After they were cleaned several times, the shaft broke away from the handpiece and into the patient. The user was able to retrieve the piece that broke off of each bur and there was no harm to the patient.

Manufacturer narrative:
Concomitant medical products: 1883673hs, choanal atresia taper bur; manufacture date ¿ may 20, 2009; lot ¿ 47407500; use before date ¿ november 2, 2014. (B)(4). The devices have not been returned yet. Therefore, an analysis cannot be performed at this time. Method code: no testing methods performed. This device is used for therapeutic purposes.

Manufacturer narrative:
(B)(4): the product analysis indicates that there was evidence of biological contaminants [based off of the reactivity with hydrogen peroxide]. When compared to the assembly drawing 66500041 revision b, the inner tube was sheared through at a location corresponding with the proximal end of the outer tube indicating excessive side loading of the device. The instructions for use, 68e3858 revision e, warns that excessive pressure applied to a bur/blade may cause a fracture. Note: [excess: exceeded sufficient pressure required for operation]. Based on the above observations, the underlying cause is consistent with misuse/user error. 1883673hs: the product analysis indicates that the sample was received with the original opened pouch and labels. The condition of the device showed customer use as there was presence of contaminants on the bur head. From visual evaluation, the spiral wrap was found broken near the tip. The spiral wrap hyperextension, unraveling, or breaking is indicative of possible procedural, anatomical, and/or operational factors encountered by the customer during the procedure which may have led to the failure observed on the device. These factors include and are not limited to difficult anatomical location and/or hard bone/tissue structure. These factors can cause the customer to exert pressure, manipulate and/or maneuver the device in a manner that may lead to hyperextension or breakage of the spiral wrap assembly. The most likely underlying cause is related with 'operational context' as it is possible that maneuvering of the device due to procedural, anatomical, and/or operational factors encountered during the procedure may have led to the failure. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.